Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified: implanted with a lateralized liner. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be confirmed because the devices were not available for evaluation, and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient who had an initial hip implanted, date and side unknown, underwent a revision procedure in which the liner was replaced. No further information known at this time.